Event description:
Boston scientific crm received information that this imlpantable cardiac defibrillator was removed and replaced. Premature battery depletion was suspected. In addition, this device was included in the mid-life display of replacement indicators field advisory. The explatned device was returned for analysis.

Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been returned to boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.